Event description:
The facility rep reported failure code 814:04 before use. Although, baxter attempted to obtain info, details were not available regarding add'l contact info. The hosp rep stated that there were no reports of pt injury or medical intervention.

Manufacturer narrative:
Eval summary: the reported condition of fail code 814:04 was confirmed. This failure was casued by a defective air in line sensor. The pump head was replaced. This issue is currently being investigated under CAPA. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue.